Manufacturer narrative:
The insulin pump was received with no unexpected power loss alarm noted and the sleep current within specification. The insulin pump passed displacement test and self test. The insulin pump was received with cracked reservoir tube lip, scratched case and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with a power loss. The patient's blood glucose at the time of incident was 3.4 mmol/l. The patient changed the battery to a (B)(6) alkaline battery; a few hours later the pump alarmed with a power loss again. The customer confirmed that the battery was not out for longer than ten minutes and that the battery cap fits properly. The power loss alarm occurred for a third time. The insulin pump is in warranty; however, no products were shipped or returned.